Manufacturer narrative:
The investigation has determined that a non reproducible, lower than expected vitros tropi result was obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. There was no evidence to suggest a vitros analyzer or a vitros tropi reagent related issue contributed to the event. Improper pre-analytical sample handling cannot be ruled out as a contributing factor, as the sample was not processed in accordance with collection device manufacturer¿s recommended guidelines. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, lower than expected troponin I /es result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros tropi patient result: 0.032 ng/ml vs. 0.072 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected result was not reported from the laboratory. No treatment was altered, stopped, or initiated and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).